Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a bilaterally implanted patient underwent explantation of the light adjustable lens (lal) from the right eye prior to any light treatments due to a postoperative refractive surprise. This outcome was attributed to an error in preoperative axial length measurement. The explanted lens was replaced with a new lal. No further information has been provided.